Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia on (B)(4) 2020 due to possible under delivery of insulin. It was reported that the customer called to report high blood glucose levels of 25.0 mmol/l and treated with needles. Customer reported that he was at work, ate an apple and after two hours later his blood glucose levels went down to 11.0 mmol/l. Customer reported that he went home and bolus for 15 minutes had dinner and his blood glucose levels kept on rising. Customer reported that after blousing, his blood glucose levels was 25.3 mmol/l. Customer another blood glucose level was 21 mmol/l and 22.9 mmol/l. Troubleshooting was performed. Customer reported that he believed that the insulin pump was not delivering insulin. Customer stated that the auto mode feature was active at the time of high blood glucose event. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer reported that he changed the infusion set on tuesday (B)(6) 2020. Customer alleged possible insulin pump under delivery because they disconnected and tried to bolus but no insulin was coming out of the tubing. During the troubleshooting, customer reported no site issues and leaks with infusion set and reservoir. Customer reported that the site was changed every two to three days. Customer declined to review the most recent bolus history to ensure boluses were accounted for and entered correctly. The insulin pump passed the displacement test and high pressure test. The insulin pump will not be returned for analysis.